Manufacturer narrative:
The pipeline, microcatheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).

Manufacturer narrative:
The pipeline, microcatheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.(B)(4).

Event description:
Treatment of a small unruptured saccular aneurysm measuring 4mm located in the cavernous segment of the right ica (internal carotid artery). The patient was given dual antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4mm x 18mm) did not open on the proximal end and it was removed successfully by trapping the pipeline braid between the capture coil and the microcatheter. Another pipeline (3.75mm x 14mm) was deployed without issues to complete the procedure. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. The patient was reported to be doing fine. No patient injury was reported as a result of the procedure.